Manufacturer narrative:
A ge service representative performed an onsite investigation. The fse indicated that the ic chip would not stay seated properly and that the system software requires a reload. The appropriate system software was ordered for reload. No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system failed to allow fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.